Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a code bd indicative of battery depletion. Boston scientific technical services (ts) recommended a copy of the device's memory to analyze.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Despite requests for device data by ts, none were provided. All available information indicates that this device remains implanted and in service. No adverse patient effects were reported.